Manufacturer narrative:
Duragen (id3301i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The root cause(s) of the reported complaint by the customer could not be determined. A scientific affair assessment was performed, and concluded the following: "duragen is resorbed significantly in 21 days, so it would be extremely unlikely that any duragen would have been present at approximately 60 days after application. What probably was removed by the surgeon was portions of the regenerated dura that had become adhered to the surface of the cortex as a result of the scar tissue generated in response to the resection of the cortex during the removal of the tumor. Using 2 or more layers of duragen in such cases will reduce adhesions to the brain surface. The removal of the regenerated tissue and scar was likely unnecessary and could have caused further injury to the patient. From reading this report it sounds as though there was a patent csf leak due to inadequate closure of the dura. Small leaks can act as one-way valves and the csf can be pushed out through the defect but not return. This causes a build-up of csf in the epidural space and the volume may cause pressure on the brain that would eventually result in neurological symptoms. The diagnosis of cerebral edema is unlikely, the most likely cause of neurological symptoms is the mass effect of the csf in the tumor cavity/epidural space. Duragen is shown to be the least inflammatory of a wide range of duraplasty materials, duragen scores zero inflammation in one of the pig studies (haq et al 2005). When using duragen there has to be a 1 cm or more overlap with the existing dura, in large dural defects many surgeons use a combined inlay and onlay graft using two layers of duragen, both overlapping the dural margins on the inner and exterior surfaces respectively. Where extensive resection of the cortex has occurred a third sheet of duragen may be placed on the resected cortex before the two layer dural closure in performed. Csf leaks occur in all types of neurosurgical procedures regardless of the method of dural closure. Duragen has a particular low level of csf leaks in comparative studies, approximately 3-4 %. Csf leaks will always occur in patients with transitory or permanent hydrocephalus, many csf leaks occur in patients due to undetected hydrocephalus. Patients with any sign of csf leak require constant monitoring and appropriate intervention where necessary. In an expanding intracranial collection of csf as described in this situation the first likely intervention could be reduction of csf volume and pressure by placement of a temporary csf shunt, once csf flow is stopped through the leak, the leak is likely to heal without surgical intervention. Direct drainage of the csf collection, if at an advanced stage might also have been indicated at the time of placement of the temporary csf shunt. If there is no resolution of the csf collection in response to these interventions, then surgical exploration and repair of the dural leak is the final option available.¿ therefore, the most likely root cause for the reported condition is ineffective dural closure related to type of treatment selected for the dural repair procedure in the patient. The performance of the duragen product was as expected for these types of cases.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted

Event description:
A facility reported that duragen ((B)(4)) was used in a case of meningioma in mid (B)(6) 2022. Subcutaneous retention was observed two weeks after the operation, but there was no particular effect on the patient and the patient was discharged. About a month after the operation during follow up, ectopic cerebrospinal fluid (csf) retention occurred in the tumor excision cavity and movement disorders, such as numbness, which were thought to be caused by cerebral edema were observed. On (B)(6) 2022, duragen was removed by reoperation. It adhered to the surface of the brain and could not be removed completely. Afterwards, the cerebral edema subsided, the cerebrospinal fluid retention in the extraction cavity decreased, and the patient's condition improved. Delay in surgery is unknown.